Manufacturer narrative:
Unique device identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for one patient using the elecsys hcg + beta test system (beta hcg) and the elecsys troponin t stat assay on a cobas 6000 e601 module. The customer stated that they received beta hcg results of 9 ui/l or 19 ui/l, and 2000 ui/l or 2291 ui/l. Clarification has been requested. The customer stated that they received a troponin t stat result of 9 ng/l with a repeat result of 8 ng/l on one tube; a result of 83 ng/l on another tube; and a result of 71 ng/l with a repeat result of 67 ng/l on a third tube. It is unknown whether the tubes were drawn at the same time. Clarification has been requested. The customer stated that the calibration and qc of the analyzer was out of specification on (B)(6) 2017 for both beta hcg and troponin t stat. The patient was not adversely affected. The beta hcg reagent lot number and expiration date were not provided. The troponin t stat reagent lot number and expiration date were not provided. The field service representative inspected the instrument and found fibrin residues in the fluidic paths. He performed a bleach cleaning of the sipper flow path. Calibration and qc were acceptable afterward.

Manufacturer narrative:
The customer clarified that they received beta hcg results of 19.06 ui/l, 2219 ui/l, and 2291 ui/l on one tube. The customer clarified that they received a troponin t stat result of 9 ng/l with a repeat result of 8 ng/l on one tube. The repeat result was obtained at another facility; device information was not provided. On a second tube from the same patient, the customer clarified that they received a result of 71 ng/l with a repeat result of 67 ng/l. The repeat result was obtained at another facility; device information was not provided. On a third tube, the customer clarified that they received a result of 83 ng/l. The customer lost the tube and could not obtain a repeat result. Clarification was requested whether this tube was from the same patient, but further information was not provided. It is unknown whether the tubes were drawn at the same time. Clarification was requested but not provided. The beta hcg reagent lot number is 210151. The expiration date was not provided. The troponin t stat reagent lot number is 195500. The expiration date was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but not provided. Discrepant results are typically caused by pre-analytical issues (sample pipetting issues or bead-capturing issues). There were no further issues after the previously performed maintenance (bleach cleaning of the sipper flow path). The most likely root cause was the fibrin residues in the fluidic paths.